Manufacturer narrative:
It was reported that the hl20 unit displayed the error message: runaway. The issue was observed during the pre-use check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair. The reported failure was not reproducible. No parts were replaced. As a preventive measure, the fst cleaned all carbon brushes and inspected the belts of all pumps. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The most probable root cause can be linked to hl20 risk assessment: (un)intended change of pump speed by e.g.: - deactivated interventions / override, - drift of pressure sensors, - by knob- by display setting, - wrong flow values (defect or wrong calibration), - slave mode (controlled by master). The review of the non-conformities has been performed on 2025-03-11 for the period of 2019-08-28 to 2025-03-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-08-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: runaway could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The getinge field service technician (fst) will be sent for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: this event occurred on the india market on a significantly similar device to hl20, which is sold in the us. For d4 unique identifier (UDI)number, primary di number has been used for base unit, hl20 with catalog number 701043261, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in india. It was reported that the hl20 unit displayed the error message runaway. The instant of time is unknown. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: 1244906